Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that on (B)(6) 2022, the infusion set's tubing got detached at the site while sitting. The site location was patient's abdomen, and the pump was located on the left side of the abdomen. The infusion had been used for 27 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. The patient's blood glucose level at the time of event was 8.6 mmol/l. No further information was available.